Manufacturer narrative:
Product event summary: analysis found that there was something sticky on the battery contact chips, the inactive current drain was 270 microamps, the device powered off immediately after removing the battery and the bail was missing. As a result the main printed circuit board was replaced, the bail was replaced, the bail cover was replaced and the battery contact chips were cleaned. The device then passed functional testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report. If information is provided in the future, a supplemental report will be issued.